Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently, insulin drips were not observed to be exiting the tubing during the load fill process. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 188 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.